Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, asystole occurred when the implantable pulse generator (ipg) was removed from the pocket. The physician placed the device back in the pocket and pacing resumed. Interrogation confirmed polarity switch. It was suspected that cautery during lead monitor may cause polarity switch and therefore pacing is inhibited when in unipolar and out of the pocket. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.